Event description:
It was reported that after a da vinci-assisted single-port cholecystectomy and hysterectomy procedure, the patient experienced a skin color change, tanned in appearance, of about a third of the palm. The issue was observed when the patient was already in the recovery room. The cholecystectomy had been performed first and the hysterectomy second, using the da vinci sp system and third-party covidien force triad esu generator, with specific mention of the sp monopolar curved scissors instrument and a third-party covidien neutral grounding pad. Both procedures were performed in supine table position. The patient¿s hands and arms were positioned at patient¿s side, secured with surgical towels. The procedures were completed robotically. It is unknown whether medical intervention was administered. The patient has been discharged from hospital with a follow-up visit to be scheduled. The hospital has refused to provide images due to patient privacy. Per the site, a cause for the issue has been difficult to ascertain and not been found.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The device involved with this event has not been received for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the system log was completed by an intuitive surgical, inc. (Isi) failure analysis engineer, and no related system errors were observed. Review of the instrument log was completed, and showed no errors associated with the sp monopolar curved scissors.